Event description:
The following information was received from the descover registry: within 24 hours of the index procedure the patient experienced an acute stent thrombosis, and myocardial infarction at the index lesion. The events were reported as related to index procedure; revascularization was performed using cutting balloon and a bare metal stent; the vessel was graft. The patient was discharged seven days later on aspirin, beta blocker, statins, ace inhibitors, and plavix. The success of the procedure was complete.